Event description:
It was reported that a patient was experiencing problems with passing out and noticed that shakes had been returning for about 10 days. The patient was in a nursing home, and the representative was not with the patient at the time of the call. The representative mentioned that the implant was last recharged about a week ago. Therapy information and general recharging information were reviewed, along with information about the patient programmer, although the programmer was not available during the call. The representative planned to see the patient later that day and was advised to call back if further assistance was needed. The resolution involved educating the customer and providing information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.